Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure per physician's preference.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the there were no device issues. The patient underwent an ipg replacement procedure. The patient was doing well post-operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.